Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc hp leaked with power injector on (B)(6) 2025, while connecting a high-pressure syringe to administer contrast agent, a radiology nurse discovered that the stopper of the occlusion needle on the patient's indwelling needle had completely detached. The indwelling needle lumen was open, allowing blood to flow backward and contaminate the bed unit. This necessitated reinsertion of the indwelling needle, increasing patient discomfort, nurse workload, and departmental costs. It a.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample was not returned, the relevant tests could not be performed, and the flow rate and pressure applied during product use are unknown, the root cause of this complaint cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information.